Event description:
It was reported, that during a da vinci-assisted sacrocolpopexy surgical procedure. The wristed needle driver instrument did not rotate. A backup instrument was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the nurse and confirmed, that there is no patient injury involved due to the reported issue.

Manufacturer narrative:
Based on the claim against the product, by the customer noting the instrument did not rotate. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. The instrument moved precisely and proportionally to the master, started, and stopped with master motion. But, moved in the wrong direction when placed and driven on an in-house system. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the nonintuitive motion could not be determined, based on the failure analysis results. This complaint is being reclassified as a reportable event. Failure analysis confirmed that the instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument has been further evaluated by the advanced failure analysis and the initial failure analysis findings were confirmed. The instrument was placed on an in-house system, and it failed intuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube did not follow the motion. It was observed that the roll gear was broken and thus no longer welded to the main tube.